Manufacturer narrative:
The pump was received with a pump error 43 alarm during rewind. The pump passed the self test however, unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 43 alarm during rewind. The trace and history files were successfully downloaded using thump. A review of the pump history file reveals that on (B)(6) 2024 there were two (2) pump error 43 alarms (2x 20:56), ten (10) pump error 130 alarms (between 03:57 and 22:12), and over seventy (70) pump error 82 alarms (between 20:47 and 22:10) occurred. The pump was cut open to perform a visual inspection. Moisture damage and corrosion were found on the electronic assembly (pcba 1 and pcba 2) and vibrate harness assembly. Rust and corrosion were also found on the motor and force sensor and motor home switch. A p-cap locks into the reservoir compartment properly. The following were noted during a physical inspection: scratched case and pillowing keypad overlay. Pump error 43 alarms, pump error 130 alarms, and pump error 82 alarms are all confirmed due to the moisture damage, corrosion, and rust on the electronics, motor, and motor home switch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 43 (an error in the motor was detected by reading unexpected value from hall sensor). The customer reported no adverse event. The event involved product(s) mmt-1881. Troubleshooting was performed. Customer was unable to clear the error but was not able to complete the rewind process. No harm requiring medical intervention was reported. Mmt-1881 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.